Event description:
Pt fell while taking a stress test. Pt is alleging she fell due, in part, to the design of the (treadmill) machine, which pt's left elbow was cut in the fall and has a small scar.

Manufacturer narrative:
We first learned of this incident through an insurance company claim we received. The specifications are given in the cardiac stress treadmill user guide which includes models st55, tm55, st65, and tm65. See user guide list accessories and options such as handrail, emergency stop button kit, rapid deceleration kit, that are available for order and are not standard with treadmill. The unit did not malfunction and is working by design. The treadmill will come to a slow stop to prevent the pt from falling. This would also include if unit had an emergency stop button or the rapid deceleration kit.